Event description:
No additional information has been received following attempts on (B)(6) 2010.

Event description:
It was reported that during a colon procedure, there were difficulties to open the device. After stapling, the surgeon had difficulties to remove the stapler, despite a half turn and then three quarters turn of the knob. The removal triggered a rupture at three different locations of the anastomosis, which was remade by manual sutures, with parietal opening. A longer operative time is mentioned without further information, nor on the current patient's status. We are expecting additional details.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.